Event description:
Facility reported an internal blood leak (16 uses). Estimated blood loss 250cc due to discard of the circuit. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.